Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. 509795, 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, fibroma, ovarian cyst, chronic pelvic pain syndrome, pain in lumbar spine and degenerative joint disease. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), cystitis interstitial ("interstitial cystitis"), suprapubic pain ("suprapubic pain"), mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower had resolved and the weight increased, cystitis interstitial, suprapubic pain, mental disorder, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, cystitis interstitial, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, migraine, nausea, suprapubic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Current weight as of (B)(6) 2018: 185 lbs. Approximate weight at the time of essure placement: 225 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, start and removal date was added. Events medical device removal and complication associated with device were replaced with abdominal pain lower, cystitis interstitial, dysmenorrhoea, dyspareunia, headache, menorrhagia, mental disorder, migraine, nausea, suprapubic pain, vaginal haemorrhage and weight increased. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 35-year-old female patient who had essure (batch no. 509795, 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, fibroma, ovarian cyst, pelvic pain female, pain in lumbar spine, degenerative joint disease, uterine bleeding and abdominal pain. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced weight increased ("weight gain/weight gain/loss(specify wich one)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). In 2008, the patient experienced anxiety ("anxiety"), depression ("depression") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2009, 3 years 1 month after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2010, the patient experienced suprapubic pain ("suprapubic pain") and nausea ("nausea"). On (B)(6) 2010, the patient experienced cystitis interstitial ("interstitial cystitis") and dysuria ("dysuria"). On (B)(6) 2010, the patient experienced post procedural infection ("infection (other) describe: post op"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with vicodin, tramadol, tizanidine hydrochloride (zanaflex), cefalexin (keflex) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, suprapubic pain, headache, dysmenorrhoea and dyspareunia had resolved and the weight increased, cystitis interstitial, mental disorder, nausea, migraine, vaginal haemorrhage, menorrhagia, post procedural infection, anxiety, depression, post-traumatic stress disorder, dysuria, menometrorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, dysuria, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post procedural infection, post-traumatic stress disorder, suprapubic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion ultrasound scan - on (B)(6) 2009: demonstrate some small uterine fibroids on (B)(6) 2010, surgical pathology report showed diagnosis: uterus, resection: cervix: focal endocervical squamous metaplasia, endometrium: proliferative phase. Negative for hyperplasia, inflammation and polyps, myometrium: eiomyoma, serosa: no significant histopathologic abnormality. On (B)(6) 2009 underwent diagnostic laparoscopy for adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, vaginal bleeding, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: infection (other) describe: post op, anxiety, depression, ptsd, menometrorrhagia, dysuria, pelvic pain. Outcome of following events were updated from unknown to recovered/resolved: suprapubic pain, painful periods, painful intercourse, headaches. Concomitant condition and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 35-year-old female patient who had essure (batch no. 509795/ 620724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, fibroma, ovarian cyst, pelvic pain female, pain in lumbar spine, degenerative joint disease, uterine bleeding and abdominal pain. In 2006, the patient experienced weight increased ("weight gain/weight gain/loss(specify wich one)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"). On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced anxiety ("anxiety"), depression ("depression") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2009, 3 years 1 month after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse") and menometrorrhagia ("menometrorrhagia"). On (B)(6)2010, the patient experienced suprapubic pain ("suprapubic pain") and nausea ("nausea"). On (B)(6) 2010, the patient experienced cystitis interstitial ("interstitial cystitis") and dysuria ("dysuria"). On (B)(6) 2010, the patient experienced post procedural infection ("infection (other) describe: post op"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with vicodin, tramadol, tizanidine hydrochloride (zanaflex), cefalexin (keflex) and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, suprapubic pain, headache, dysmenorrhoea and dyspareunia had resolved and the weight increased, cystitis interstitial, mental disorder, nausea, migraine, vaginal haemorrhage, menorrhagia, post procedural infection, anxiety, depression, post-traumatic stress disorder, dysuria, menometrorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, dysuria, headache, menometrorrhagia, menorrhagia, mental disorder, migraine, nausea, pelvic pain, post procedural infection, post-traumatic stress disorder, suprapubic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion ultrasound scan - on (B)(6) 2009: demonstrate some small uterine fibroids on (B)(6) 2010, surgical pathology report showed diagnosis: uterus, resection: cervix: focal endocervical squamous metaplasia, endometrium: proliferative phase. Negative for hyperplasia, inflammation and polyps, myometrium: eiomyoma, serosa: no significant histopathologic abnormality. On (B)(6) 2009 underwent diagnostic laparoscopy for adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, vaginal bleeding, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.